Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receive pump error alarm. Customer blood glucose value was unknown at the time of the incident. Customer also stated there was long crack beginning from the top of the insulin pump all along the length of battery tube. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing.